Event description:
It was reported that some of the fibers of the femoral canal brush broke off during use. The broken fibres were rinsed out as much as possible, but there is a chance that some may have remained in the femoral canal.

Manufacturer narrative:
The brush was returned to the manufacturer for inspection, the broken fibers were confirmed. The batch records were review and found to be satisfactory. The functional use of this product does allow for excessive handling to clean the affected area of the patient. With an increase in force or friction, it is possible that the fibers may become slightly damaged and fall off during use.